Manufacturer narrative:
Physio-control removed the system pcba and scrapped the device. Customer was given a replacement device. Physio-control further evaluated the removed system pcba assembly and determined a faulty crystal designator y1 on the single board computer was the cause of the reported issue. The device was archived by physio-control and the customer was provided a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation the it was observed that the device would freeze with the wrench icon illuminated. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation the it was observed that the device would freeze with the wrench icon illuminated. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.